Manufacturer narrative:
E.1. Initial reporter fax #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the accu-fine® pen needles break off before use. The following information was provided by the initial reporter: mother complaint, that new htl needles brake before entering into the skin. Today one of the htl needles broke apart.

Event description:
It was reported that the accu-fine® pen needles break off before use. The following information was provided by the initial reporter: mother complaint, that new htl needles brake before entering into the skin. Today one of the htl needles broke apart.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 9616656-2023-00317 was sent in error. Customer did not experience any issues with bd needles. MFR#: 9616656-2023-00317 is void as a result.